Manufacturer narrative:
The device log was downloaded and sent in to the manufacturer. The log analysis shows that the potentiometer to adjust the oxygen concentration had failed on (B)(6)2016. The investigation of earlier similar events showed that a rare use of the potentiometer resulted in a development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure, the device generates optical and acoustical alarms and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. Dräger has issued a safety notice to inform the users about this potential error condition. The concerned competent authorities have been informed and the customer has received this safety notice.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. A final report will be sent once the investigation is closed.

Event description:
It was reported that the device no longer provided the patient with ventilation and indicated the message "contact dräger". The doctor restarted the device and was able to re-ventilate the patient. There were no clinical consequences for the patient.